Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, cracked reservoir window, and cracked case near display window corners noted during visual inspection. No button error alarms noted. No button response due to corroded keypad traces. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 277 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.